Event description:
A report was received that the patient was experiencing difficulty charging after recently undergoing a pocket revision procedure. After the physician and the bsn sales representative attempted to troubleshoot, the patient decided that she was going to have the pocket site revised again so that she will not have to use a bandage or a belt to hold the charger in place. The patient's revision took place and the patient was able to charge properly.

Manufacturer narrative:
This is the final report.